Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the screen was blank, but the normal screen appeared when touched. The fse identified incorrect power settings that allowed the system to enter sleep mode and power off the solid state drive (ssd). The fse updated all related power settings to keep the system awake at all times, rebooted the station, and verified successful data synchronization. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was not detected on the bus. The customer attempted to reboot the unit but was unable to recover the drawer the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.